Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter were returned for sample evaluation. Visual evaluation, microscopic visual, tactile and functional evaluations were performed. A split in parallel was noted on the attached catheter approximately 0.1cm from the distal end of the cath-lock. The edges of the split in parallel noted on the attached catheter were noted to be uneven. Upon infusion, a leak was observed from the split in parallel on the attached catheter while water exited the distal end. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, e1, g3, h1, h6 (patient, device, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp m.r.I. Post the procedure on (B)(6) 2025, the port allegedly leaked, and it was noted that the patient experienced redness and bleeding occurred around the port. Reportedly, the port was removed and replaced. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure by using the x-port isp m.r.I. It was reported that on (B)(6) 2025, post the procedure, the port allegedly leaked, and it was noted that patient experienced the redness and bleeding occurred around the port. Port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.